Manufacturer narrative:
Eval summary: the qa (quality assurance) investigation results were received on (B)(6) 2011. The product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for spec conformance prior to release. Any out of spec result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. MFR's comment: the benefit-risk relationship of the product is not affected by the report.

Event description:
Pain [arthralgia]. Case description: spontaneous report was received on (B)(6) 2011 from a consumer regarding a male pt, initials (B)(6). The pt's medical history was not provided. On (B)(6) 2011, the pt initiated synvisc-one, 6 ml in an unspecified joint. On an unspecified date, the pt experienced pain. He received a cortisone injection for pain on an unk date in (B)(6) 2011 and again on (B)(6) 2011. The action taken with synvisc-one was not provided. The pt's outcome for the event was not provided. Concomitant medications were not provided.